Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported she was treated in the emergency room for elevated blood glucose and large ketones on (B)(6) 2010. She recalled that she was treated with insulin, monitored, and released from the hospital using the pump for insulin delivery. The pt stated that she had been receiving frequent occlusion alarms for about one week. She noted that she rec'd occlusion alarms with every bolus delivery as well as with basal delivery on occasion. Pt stated that she changed infusion sets and cartridges at least 2 times daily to correct the occlusions. She reported that she used supplies from different boxes, cartridges were not reused, pt cycled cartridge prior to filling, and cartridges were not expired. Occlusion sensitivity was set on low and bolus delivery was set on slow.